Event description:
After an implantation period of approx. 47 months, oversensing on the ventricular channel was observed. The lead was explanted.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically, and the included x-ray images were also examined. The analysis found multiple signs of abrasion along the lead body. 28 cm distal of the df4 connector pin, the lead body had been severely damaged by squashing and deformation. In addition, a conductor fracture of the rope leading to the shock coil was detected at this position. This damage is with high probability the cause of the observed oversensing. The observed damage pattern requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body and the analysis of the also supplied x-ray images lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. Between 54 and 52 cm distal of the df4 connector pin, abrasion of the insulation was also found on the rope leading to the rv shock coil. This damage is with high probability not the cause of the clinical complaint. The observed damage pattern leads to the assumption of friction against an adjacent partner lead. A third-party lead implanted in the right ventricle was confirmed in the analysis of the also supplied x-ray images. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.